Manufacturer narrative:
The device was returned to zoll medical itlay and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The pace/defib engine board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "pacer fault 115" error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.